Event description:
The customer is complaining of electric shocks off the chair whilst driving.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The pronto m61 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.